Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 30 mg/dl. The cause was unknown; however, customer's continuous glucose monitor was not active. Additionally, customer was using humalog supplies for over 48 hours. Bg was addressed via intravenous saline. Reportedly, the customer left the ER 2 hours later with the issue resolved and no permanent damage.